Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A customer reported to fresenius (B)(4) that a 2008k2 machine experienced a low flow error and high conductivity. Event occurred before treatment with no patient being connected. There was no indication of patient harm or adverse event. A fresenius (B)(4) technician was scheduled to service the reported machine. Upon inspection of the device by the technician, the device was put through a rinse and a detailed inspection and diagnosis was completed. It was found that the actuator card was burned, the deaeration motor was tied up, the velocity pump was damaged, and the conductivity cell had a leak. The technician correctly readjusted the concentrate assemblies and notified the clinic nurse of the failures. After repairs were completed the machine functionality was reviewed and functional tests were completed successfully. After disinfection the device was returned to service. No samples are available to return to the manufacturer. This report was received from fresenius (B)(4).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius (B)(4) technician. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.